Manufacturer narrative:
The device was not rec'd by the MFR at the time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges: "staple was stuck during usage on a pt". No pt injury was reported.